Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed, entrapment of the device could not be replicated in a testing environment, as it was based on operational circumstances of the procedure. It should be noted that the ht balance instructions for use states do not: allow the guide wire tip to remain in a prolapsed condition. The investigation determined the reported difficulties to be related to the user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with moderate tortuosity and moderate calcification. A high torque (ht) balanced middleweight guide wire was advanced toward the target lesion and an unknown number of unspecified stents were deployed successfully. The guide wire became prolapsed and the edge of the loop was caught under the deployed stent. Resistance was noted during withdrawal between the guide wire and the implanted stent. The guide wire tip separated. An unspecified balloon was used to appose the separated guide wire tip against the vessel wall. There was a clinically significant delay in the procedure. No additional information was provided.